Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaints for "general risk - failure - difficulty peeling loader" and "withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through non-edwards sheath" were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "after a commander delivery system (ds) was inserted and valve alignment was performed, the doctor tried to peel a loader, but it could not be peeled out smoothly. While the doctor tried to peel the loader again and again, a safari wire came out from the left ventricle. The doctor tried to pull back the ds into the dryseal sheath, but it could not be done since the ds caught on the tip of the dryseal sheath. Therefore, the 1st s3ur valve was deployed in the abdominal aorta. After that, the 1st ds and dryseal sheath were withdrawn." "General risk - failure - difficulty peeling loader": per training manual, "if working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position." In this case, the user tried to peel away the loader several times without maintaining the wire position, resulting in the reported event. As such, available information suggests that user error (improper loader peel technique) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. "Withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through non-edwards sheath": as per event description, "the degree of tortuosity was moderate." Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, leading to withdrawal difficulties as the crimped valve likely caught on sheath tip. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 ultra resilia (s3ur) valve. A 20fr non-edwards sheath (65cm) was inserted from the left femoral artery (lt-fa) via a puncture. After a commander delivery system (ds) was inserted and valve alignment was performed, the doctor tried to peel a loader, but it could not be peeled out smoothly. While the doctor tried to peel the loader again and again, a non-edwards wire came out from the left ventricle. The doctor tried to pull back the ds into the non-edwards sheath, but it could not be done since the ds caught on the tip of the sheath. Therefore, the 1st s3ur valve was deployed in the abdominal aorta. After that, the 1st ds and sheath were withdrawn. The doctor replaced the tavr kit and non-edwards sheath with new ones and completed the procedure. During the procedure, loader peeling difficulty occurred again when the doctor peeled out the 2nd loader, but he operated the device carefully to avoid problems. The valve was landed 90:10 aortic/ventricular position as intended. No patient injury reported. The patient was recovering well as of postoperative day (pod) 4.

Manufacturer narrative:
Investigation is ongoing. Device discarded.